Event description:
All channels are affected by high impedance. It is unknown if the user's hearing performance with the device is affected. However, the user is 19 months old and globally delayed, so it was not noticeable whether the response to sound changed. The user was re-implanted with a shorter electrode type due to a cochlear malformation on (B)(6) 2021.